Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape; common device - the correct common device is indicator, chemical; catalog number - the correct catalog number is 14202. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). DHR review could not be completed as the lot number was not provided. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." There is insufficient information to determine the cause of the issue. The customer reported the issue has been resolved and was a one time event with a specific user. The customer requested the case be closed. No further information was provided. If additional information is received, the complaint investigation will be re-opened. No further action is required.